Event description:
It was reported that the patient presented with the following preoperative diagnoses: 1. Disk disruption of l4-s1; 2. Spinal stenosis; 3. Lumbar foraminal stenosis, l4-s1. The patient underwent posterior segmental instrumentation, l3-s1; posterior lateral fusion, l4-s1; bilateral laminotomies and foraminotomies at l3-s1; use of rhbmp-2/acs in the posterior lateral gutters anteriorly; use of iliac crest bone graft. It was reported that patient developed ards following surgery but was attributed to a drug allergy. Per the operative report ¿¿ appropriate decortication was done in the posterior lateral gutters. Next a formal incision in the left iliac crest was made and iliac crest bone graft was harvested with the use of ...once this was done, the bone was used for the bone morphogenetic protein graft ..and placed in the posterior lateral gutters ¿¿ (B)(6) 2006: patient presented with chronic low back pain. Patient underwent bilateral l4, l5, and s1 hardware injections. No complications were reported. (B)(6) 2006: patient presented with worsening back pain. Hardware removal was planned. (B)(6) 2006: patient presented for CT of the lumbar spine. Findings: 1. There is air surrounding the interbody fusion graft at the l5-s1 level which is nonspecific finding raising question of localized infection versus pseudoarthrosis development. (B)(6) 2006: doctor states patient has no temp, fever or chills and no other signs of infection. Believes it to be artifact from the metal in this area. (B)(6) 2006: patient presented with left thumb pain. Radiographs showed mild osteoarthritis of her cmc joint of her left thumb. (B)(6) 2007: second CT scan showed pseudoarthrosis, possible infection l5-s1 between the interbody graft and the superior endplate of l5 and s1. Patient has significant back pain, painful hardware, and stenosis with leg pain (B)(6) 2010: MRI of the lumbar spine was performed due to intractable lumbago bilateral leg weakness. Findings: t11-12, mild disck bulging but no canal or foraminal stenosis. At l3-4, there is facet hypertrophy causing mild spinal canal narrowing. (B)(6) 2010: patient presented with worsening back pain. Assessment; mechanical low back pain, no adjacent level degeneration. (B)(6) 2011: patient presented with severe back and neuropathic pain. Spinal cord stimulator is chosen. It was reported that the patient's postoperative period was marked with increasing pain, numbness, tingling that started on her left side and progressed to her right. The numbness in her feet made it difficult to walk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2005 lumbar spine series construct is noted at the l-l5-s1 level. This includes 6 pedicle screws and retaining plates with two screws each holding femoral ring allografts in place. Posterolateral fusion bone is also noted. On (B)(6) 2006 lumbar spine series construct is noted at the l-l5-s1 level. This includes 6 pedicle screws and retaining plates with two screws each holding femoral ring allografts in place. Posterolateral fusion bone is also noted. On (B)(6) 2006 lumbar x-rays construct is noted at the l-l5-s1 level. This includes 6 pedicle screws and retaining plates with two screws each holding femoral ring allografts in place. Posterolateral fusion bone is also noted. On (B)(6) 2006 lumbar x-rays series construct is noted at the l-l5-s1 level. This includes 6 pedicle screws and retaining plates with two screws each holding femoral ring allografts in place. Posterolateral fusion bone is also noted. On (B)(6) 2006 lumbar x-rays series construct is noted at the l-l5-s1 level. This includes 6 pedicle screws and retaining plates with two screws each holding femoral ring allografts in place. Posterolateral fusion bone is also noted. Flexion, extension views show no movement. On (B)(6) 2007 chest x-ray pa upright appears normal some brochial thickening is suspected. Film is underpenetrated at the lung bases. On (B)(6) 2007 CT lumbar l4 to s1 construct is noted with retaining plates and femoral ring allografts placed anteriorly, and pedicle screws with posterolateral fusion placed posteriorly. No evidence of stenosis is apparent. L5 femoral ring appears fragmented, but the fusion appears solid. Wide decompression is also noted posteriorly. Posterior construct with lateral connectors creates profound metallic artifact. On (B)(6) 2007 procedure fluoroscopy during root block lateral lumbar fluoroscopy is noted with 25 gage needle placed for caudal injection. On (B)(6) 2007 bone scan (whole body) some increased activity is noted at the wrists and patellae. No increased activity is noted in the axial spine. On (B)(6) 2010 lumbar x-rays construct is noted at the l-l5-s1 level. This includes 6 pedicle screws and retaining plates with two screws each holding femoral ring allografts in place. Posterolateral fusion bone is also noted. Flexion, extension views show no movement. On (B)(6) 2011 lumbar x-rays construct is noted at the l-l5-s1 level. This includes 6 pedicle screws and retaining plates with two screws each holding femoral ring allografts in place. Posterolateral fusion bone is also noted. Flexion, extension views show no movement. Chest x-ray is also noted without fracture or deformity. On (B)(6) 2011 thoracic MRI t2 sagittal images show small disc bulges at multiple levels, but there appears to be no fracture, stenosis or meaningful degenerative change. On (B)(6) 2013 chest x-ray normal appearing chest x-ray (B)(6) 2013 cervical series c5/6 degenerative change is noted with a slight retrolisthesis at this level. Disc collapse is noted with some posterior spurring. On (B)(6) 2013 ap and lateral left hip shows normal appearing hip joint. Left sacroiliac joint and pubis are also seen and appear normal. Lower aspect of the construct is seen at the periphery of the film. On (B)(6) 2013 thoracic series slight scoliosis is noted apex left at t12. This is minimal and would not require treatment. Lower aspect of film again shows the lumbar construct. On (B)(6) 2013 lumbar series ap and lateral views show the same lumbar construct unchanged from above appearing well fused. On (B)(6) 2013 CT abdomen/pelvis uncontrasted abdominal and pelvic CT shows no additional pathology. Hips are seen and appear normal. On (B)(6) 2013 chest x-ray normal appearing chest x-ray unchanged from previous studies. Bronchial thickening is suspected. On (B)(6) 2013 CT abdomen/pelvis contrasted abdominal CT shows anterior and posterior construct in the lower lumbar spine. Technique does not show this construct to advantage. On (B)(6) 2013 CT abdomen/pelvis contrasted study shows no new spinal pathology (B)(6) 2013 abdomen x-ray study again shows the construct unchanged from previous studies. On (B)(6) 2013 CT abdomen/pelvis contrasted abdominal CT shows anterior and posterior construct in the lower lumbar spine. Technique does not show this construct to advantage. On (B)(6) 2013 MRI lumbar fusion construct is seen spanning l4 ¿l5-s1. There are pedicle screws at each level with interbody spacers. There is a central hnp at l3 with stenosis at that level above the construct. Anterior fixation also sits at l4 and l5. The hnp is central an eccentric to the left. Abundant soft tissue disruption is noted posteriorly in the region of the fusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)